Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; outer insulation breached/cut.

Event description:
It was reported that during implant attempt, there was high impedance greater than 4000 ohms and the connector pin was "moveable", but when the helix was extended, the connector pin was not moveable anymore and impedances were good. The patient's status was reported as "ok". The lead was not implanted.